Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including a post-meal rise to approximately 300 mg/dl followed by a drop to approximately 40 mg/dl after announcing a larger-than-usual meal, and later a separate prolonged elevation to the 180s that returned to target. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose tablets and orange juice without third-party assistance, medical intervention, or hospitalization. Troubleshooting and education were provided, including guidance to sync the device, escalation to clinical support, and a plan for additional training due to concern for incorrect meal announcements, with consideration of a factory reset and re-training. Investigation included a review of user-reported history and device use patterns. Investigation of this case revealed use-related error related to meal announcement behavior as a likely contributor to the hypoglycemic episode. It was concluded that the device appeared to function as designed and that user education was warranted. The device has not been returned.